Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at the time of the call was 355 mg/dl. Troubleshooting was performed. Also, the customer reported that the pump alarmed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.